Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave pfa catheter they observed a "white film" in the catheter's flush port. The catheter was flushed with no issues during preparation and no leaks were observed. However, due to the film observed by the staff the catheter was replaced. The procedure was completed with no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The returned farawave catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event of a substance being present on the catheter was not confirmed. When the returned device was analyzed, it was noticed that there was some visible adhesive on the outside of the catheter's irrigation tubing, however, this adhesive is not outside of specification, does not impact the function of the device, and is not an abnormality in the manufacturing process.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave pfa catheter they observed a "white film" in the catheter's flush port. The catheter was flushed with no issues during preparation and no leaks were observed. However, due to the film observed by the staff the catheter was replaced. The procedure was completed with no patient complications. The catheter has been received for analyiss.